Event description:
It was reported that during a splenectomy procedure, the device was used for hilum lienis. After the fourth firing, the device could not be released. The dr. Commended that it had a difficulty to release from the first firing. The staple was formed properly and the knife moved back to its home position. Unk how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 12/11/2008. Eval summary: the device was returned with closing trigger and anvil closed. A reload was received loaded on the device and void of staples. Upon further inspection of the device, a clip was found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. After further analysis it was noted that the device clamping mechanism was noted to be damage, as the closing trigger return spring post was noted to be broken, not allowing the device to properly open when the release button was depressed. However the device could be open by applying reverse force to the trigger. It is possible that the post broke when trying to opened the jam device due to the clip. It could be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at finished goods qa. A batch record review was performed and no anomalies were found during the manufacturing process.